Event description:
It was reported that the patient had leg pain yesterday. It was noted that the three programs the patient used on program a all went to the left leg and the pain and stimulation was fast and sharp. It was noted that the last programming session was in the last month or two. It was noted that the patient fell a couple weeks ago. It was noted that the current setting for program a which was meant for upright and working was, a1 at 1.8 volts for the back, a2 at 0.1 volts for the left leg and a3 for 2.4 volts for the right leg. Additional information received reported that the patient had a shocking or jolting sensation and stimulation in the wrong location. It was noted that the patient fell 2 weeks ago. It was noted that for the last five days everything was getting worse. It was noted that the stimulation was not in the correct location and the patient felt shocking all the way from the back to the left leg. It was noted that when the patient ran program a1 and a3 they should get right side coverage but only got stimulation on the left side. It was noted that when the manufacturer representative tried to run an impedance test it shocked the patient and the representative had to press stop. Additional information received reported that an x-ray was taken but the health care professional (hcp) did not have the original x-ray to compare placement with; however, it looked like the lead was still in the correct area. It was noted that the patient was going to see another hcp who was going to assess the patient¿s status for other possible spinal interventions or surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was a malfunction of the lead after the patient slipped and fell in (B)(6) 2013. The reporter stated the issue was trauma. It was noted the patient¿s lead was replaced on 2013-(B)(6). It was further noted that the patient was hospitalized and the patient outcome was the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 74002, lot # n240868, implanted: (B)(6) 2010, product type adapter; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).